Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 8840, serial# unknown, implanted: explanted: product type programmer, physician . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 800 mcg/day) via an implantable pump for intractable spasticity. An overdose was reported; the pump was replaced in the morning due to volume discrepancy, see manufacturing report # 3004209178-2017-22529 for details regarding the volume discrepancy, when the pump was replaced, they were supposed to start the pump at lower dose but instead it was programmed to "900 something mcg/day", the dose was decreased that night. The patient was experiencing sudden overdose symptoms specified as shallow respiration and somnolence and was instructed to go to the emergency room (ER). The hcp inquired about how much medication they should aspirate through the catheter access port and it was recommended to aspirate 1-2 cc¿s. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional (hcp) who reported that following the pump replacement procedure in 48 hours the patient was in the ER (emergency room) and admitted to the hospital due to overdose. No further complications have been reported as a result of this event.